Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys progesterone ii assay (prog) and the elecsys hcg + beta test system (hcgb) on an e411 analyzer. Of the mentioned tests, the sample had an erroneous hcgb result that was reported outside of the laboratory. All samples tested before and after the affected sample were fine and there were no high results. There was no hcgb testing performed directly prior to the affected sample, only one sample tested for prog and another for "e2". The sample initially resulted as 0.146 miu/ml for hcgb and this value was accompanied by a carryover data flag. The customer looked up information for the carryover data flag in the operator's manual and it stated "potential microparticle carryover. Do not rerun samples for the following assays: quantitative assays that are below the lower limit of clinical decision.". Based on this, the sample was not repeated and the initial value was reported outside of the laboratory. The patient went home and performed a home pregnancy test, then went to another clinic where she received a positive pregnancy result. It was confirmed that the patient was pregnant. The doctor later called the laboratory stating that the initial hcgb value was erroneous. The sample was then repeated on (B)(6) 2016, resulting with an hcgb value of 1714 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The customer is questioning why the operator's manual instructs the customer to not repeat certain samples. The patient was not adversely affected. The hcgb reagent lot number was 13196003, with an expiration date of 05/31/2017. The field service representative was not able to determine a cause. He could not replicate the hardware problem. He ran performance testing and this was within specifications. The field application specialist checked the customer's calibration data, control data, and alarm trace information. It was confirmed that the customer had valid calibration and controls. No clot or liquid level detection alarms were seen on the alarm trace. The sample tube was checked and a small clot was found within the tube. It was determined that the sample clot may have caused an issue with the original run of the sample.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for further investigation was requested but not provided. Calibration results were within expectations and controls were within the customer ranges. There is no indication of a reagent related issue. Assay performance checks and lab humidity were within specification. The alarm trace did not identify issues. No instrument issue has been identified. Based upon the information provided, possible root causes are the clot that was found in the sample. It was also determined the customer is not using the recommended sample tube rack adapters which may cause the tubes to tilt in the sample rack. The operator's manual does not instruct the user to rerun the sample in this situation because the micro-particle carryover cannot significantly affect the negative sample.